Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones as it had exhibited a battery depletion (bd) code. The patient was reported to had undergone a caesarean section which required the use of magnet application for an extended period of time. The bd code has since been cleared at device follow-up and the current battery consumption appear normal now with no further magnet exposition. The s-ICD remains in service and there have been no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.